Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: material no. 320440 batch no. 0076346. Consumer stated that the scale print on the syringes are incorrect, said there are variations in the placement of the scale markings.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: material no. 320440 batch no. 0076346. Consumer stated that the scale print on the syringes are incorrect, said there are variations in the placement of the scale markings.